Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. UDI: unique identifier (UDI) #: n/a. Concomitant medical product: 00786201000, femoral stem, lot # 62560401; 00630505032, liner, lot # 62718433; 00877503204, head, lot # 2718902. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 06637, 0001822565 - 2019 - 01401.

Event description:
It was reported that a patient has been noted to have leg length discrepancy due to incorrect implant size. The patient is experiencing pain. Attempts have been made, and no further attempts have been made.